Manufacturer narrative:
(B)(4). External insulation abrasion was noted at 5.7-6.0cm and 7.7-8.6cm from the connector pin, consistent with lead friction to the ICD can. This is consistent with the observation from the field of noise and low impedance. (B)(4). The initial report for this event was submitted with an incorrect MFR report number. The initial report is being re-submitted with the correct MFR report number.

Event description:
It was reported that lead noise and a decrease in pacing lead impedance were observed. Insulation abrasion and fracture were also noted when the lead was visually observed. The lead was explanted and replaced. The patient was asymptomatic and tolerated the procedure well.